Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined the cause of the reported issue to be due to redux kit (system and user interface pcb assembly). Further root cause could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. The customer refused the repair quotation and the device has been sent back to the customer without any repairs being performed.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.